Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet pump to eat dinner, did not announce the meal, then reconnected when blood glucose rose, with a highest recorded value of 218 mg/dl; the user was advised not to meal announce after more than 20 minutes and to allow the pump to correct. Symptoms included none. Outcomes included no need for outside assistance, no medical intervention, and no hospitalization, with glucose not out of range for more than 90 minutes. Investigation included troubleshooting and user education regarding meal announcements and allowing automated correction. Investigation of this case revealed no device malfunction or alerts, and the event was consistent with hyperglycemia of unclear cause related to an unannounced meal after pump disconnection, with the device operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.